Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 4 of 5 of the same event. It was reported that during an unspecified surgical procedure, it was observed that five adapter device locking mechanism's was popping up during use. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the locking mechanism was popping up during use. It was determined that there had been a pre-design change to the adapter to removed material from two different surfaces to improve the latching mechanism by allowing the leaver to travel further when closing to address the issue. It was determined that the issue was related to a design issue. A review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.